Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was not explanted and there were no performance issues noted with this lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three days post implant, the right ventricular (rv) lead was explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.